Manufacturer narrative:
(B)(4). The pump has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that a critical pump alarm had occurred. Upon interrogation of the pump a pump motor stall was noted. Attempts to restart the pump were unsuccessful. The pt complained of not feeing well. The pump was last refilled two weeks prior and the low reservoir alarm date was (B)(6) 2011. The pump was explanted and replaced. It was verified that the catheter was patent. No contrast tests were performed. The pump was used to deliver morphine.